Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the procedure was completed with affera.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the patient's ventricular tachycardia (vt) was not resolved during ablation and a second ablation procedure was performed. An emergent pericardiocentesis was performed with pericardial drain placement. The patient was admitted to the intensive care unit (ICU) for monitoring. The patient developed atps which accelerated the tachycardia into the ventricular fibrillation (vf) zone. Another ablation procedure was successfully performed. An echocardiogram was performed approximately one month post-op and found no findings of a pericardial effusion noted.

Manufacturer narrative:
Correction: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2026, it was later noted that an anti-inflammatory medication was administered.

Event description:
It was reported that during a repeat ablation procedure using the sphere-9 ablation catheter, a small pericardial effusion was noted at baseline on intracardiac echocardiography (ice) catheter imaging. During the procedure, another manufacturer's short sheath was positioned in the pericardial space and 200cc of bloody effusion was aspirated, with no effects on hemodynamics. The fluid became increasingly clear from the ablation catheter irrigation, and no further sanguineous fluid was able to be aspirated. Post-ablation ice imaging showed no pericardial effusion. The patient recovered. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.